Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Age at time of event; corrected data: the previously submitted MDR inadvertently provided an incorrect patient age. Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include that the patient¿s device had not been providing therapy for approximately one year.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing daily auras. The patient¿s device was tested and normal mode diagnostics showed high impedance (dcdc ¿ 7). The notes attributed this high impedance observation to lead damage; however, system diagnostic results showed lead impedance within limits. The patient was referred for surgery but no known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through 06/03/2013. A battery life calculation using the available programming history showed approximately 8 years remaining.

Event description:
The clinic notes indicate that the patient's device had "not been firing for close to one year." Follow-up revealed that the statement regarding normal system diagnostic results in the clinic notes was auto-text and should not have been included.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.